Event description:
The manufacturer received information alleging a bipap vision went into a self-test while in use and the patient expired. The device has yet to be evaluated by the manufacturer's service technician. A follow up report will be submitted when the manufacturer has completed the investigation.

Manufacturer narrative:
The manufacturer has completed the investigation of a bipap vision that allegedly went into a self test while in use and the patient expired. The customer's complaint was not confirmed by the manufacturer. The manufacturer evaluated the device at the customer's facility and found the device to operate and alarm to design specifications. The device passed all final testing. The manufacturer concludes the device did not cause or contribute to the patient's death.